Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An bleeding issue was reported with the abbott diabetes care (adc) sensor. The sensor was removed and bleeding was observed at the sensor site. As a result, customer experienced a loss of consciousness, "loss of knowledge", "left side of body normalized", "pain", and was unable to self-treat, requiring third-party treatment by a non-healthcare professional which "stopped the bleeding" prior to contact with a healthcare professional (hcp). The hcp prescribed "analgesics" (type/dose unspecified); no further treatment reported. There was no report of death or permanent injury associated with this event.